Manufacturer narrative:
Follow-up #1; date of submission: 06/15/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/29/2015 with the following findings: a review of the black box data revealed the occurrence of several unexpected 'power reboot events' and a 'replace battery alarm' which were related to the use of a partially discharged battery; these findings identify a power event that could have resulted in a temperature issue. Evaluation revealed that the pump drew electric current at levels within the specifications. There were no errors, alarms, warnings, or instances of over-heating observed during the investigation. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.